Event description:
Customer's mother reported blood glucose results of 504 mg/dl, 235 mg/dl, and 77 mg/dl within 10 minutes on the aviva system. Caller reported no symptoms, gave juice based upon 77 mg/dl result. No adverse event reported. A request was made for the return of the system, replacement was sent.